Event description:
The customer reported that the adhesive on the bending section cover was detached during inspection for use, involving a uretero-reno fiberscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.